Event description:
Customer requested assistance confirming a bolus in pump history as customer believed that she had entered the blood glucose (bg) value instead of carb value. During troubleshooting with tandem technical support, entry error was confirmed and pump history showed that the bolus had been delivered. Customer stated that she knew what to do to counteract the over-delivery of insulin. Later same day, customer reported bg level was stable (130 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.